Event description:
In 2007, the company was notified that the patient's ci device was explanted. There are no reported problems with the patient's implant. The patient elected to have the device explanted due to a desire for current technology. The patient was reimplanted with another advanced bionics cochlear implant.